Manufacturer narrative:
1.correction to section e1 from initial report:- changed the MDR reporter country from canada to us;(B)(6). 2. Correction to section e2 from initial report:- changed health professional to yes. 3.correction to section e3 from initial report:-changed occupation to physician.

Manufacturer narrative:
Device history record summary: the retrospective review of the batch file shows that no element could explain these issues: the lot number 19d129 was verified and has been confirmed to be released by the company. The batch record, qc test reports, and training of staff were analyzed and it has been determined that product is within required specifications, and manufactured according to the appropriate procedures. The batch records and test reports from this lot has passed all tests and a check of the ncr has produced zero results for this lot number. The check on the deviation log has produced zero results for this lot number as well. The certificate of analysis (c of a) of this lot shows that all testing performed on the product has passed. Renew medispa was contacted and this adverse event is under consultation with medical director.

Event description:
Patient received 1 syringe injection in perioral lines on (B)(6) 2019. Patient reported symptoms by (B)(6) 2019 (intermittent swelling and discomfort). Hylenex tried on (B)(6) 2019 after ongoing symptoms waxing and waning. Medrol pack tried on (B)(6) 2019. By email patient reported symptoms still persisting.